Event description:
Event description boston scientific received information that during placement of this ventricular lead, the patient became asystolic. The lead was explanted and replaced with an active fixation lead.